Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 22-aug-2025. Section g3 - date received by manufacturer: 22-oct-2025. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: one (1) of the reported 1 opened healon was received within packaging tray confirming the reported lot number on the product. Complaint sample consisted of an activated syringe with no expellable healon solution in it. There were no observations related to the complaint's narrative or the reported device problem code of foreign material-loose in any part of the returned sample. The reported event cannot be confirmed. Based on the visual inspection of the used complaint sample and the customer's narrative, the presence of 'black thread' in the healon solution was not confirmed. This investigation found no evidence confirming that the issue is a product defect. The material find reported by the customer was not returned for analysis. An identification of the material find could help in determining the source of the material. No further evaluation could be performed. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable. Healon is not an implantable device. Section d6b - explant date: not applicable. Healon is not an implantable device. Section e1 - telephone number: (B)(6). Section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported there was a small black thread in the healon. The doctor removed the black particle from the patient's eye. The issue was observed during implantation / application and there was no delay to the procedure. The patient was reported as fully recovered and their daily activities were not significantly affected. No further information was provided.